Event description:
We have had approx(B)(4) n600x pulse ox monitors with non-functioning front panels, fail to turn on due to defective membrain switches within a 2 year period. (B)(4) of them have failed within a 3 month period. Contacted covidien regarding this issue and they are researching the problem.